Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable and breaking the j704 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).